Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in journal article that one patient experienced a tibial periprosthetic fracture on day 52 post-op without implant mismatch size. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10:unknown oxford femoral item# unk lot# unk. Unknown oxford bearing item# unk lot# unk. G2: report source: germany. Literature: julius watrinet, philipp blum, michael maier, stefen klingbeil, stephan regenbogen, peter augat, rolf schipp, wolfgang reng. Undersizing of the tibial component in oxford unicompartmental knee arthroplasty (uka) increases the risk of periprosthetic fractures. Springer (pages 1-7). Https://doi.org/10.1007/s00402-023-05142-z. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.